Manufacturer narrative:
The disposition of the device is currently not known. As additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported that upon checking the permeability of the catheter, the nurse noticed a blood leak. There was a reported delay in therapy; however, there was no harm to the patient or clinician reported. No additional information is known at this time.

Manufacturer narrative:
Multiple attempts to obtain information regarding the disposition of the device have not been successful. The device involved in the event was not returned to the manufacturer for further evaluation. However, a photograph was returned showing two d1000 tego assemblies connected to two 10ml syringes each of which revealed evidence of blood between the seal and the body. A review of the device history did not reveal non-conformances that would have contributed to the reported event. No additional information is know at this time.